Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was opened from the original complaint (pr 413668) to capture the off-label use of the pancreatic stent being used for biliary stricture. Additional information received confirmed that the replacement device used was an sposf-5-5 also from lot number c1973318. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-5-5 device of lot number c1973318 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1973318 . Instructions for use and label: as per the precautions in the instructions for use (ifu0055) , "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the user did not follow the IFU. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use. In this case the pancreatic stent was used for biliary stricture which is outside the stated intended use as this spsof stent is intended for use in the pancreatic duct only. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, off label ¿ used pancreatic stent for biliary stricture confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use. In this case the pancreatic stent was used for biliary stricture which is outside the stated intended use as this spsof stent is intended for use in the pancreatic duct only.

Event description:
User opened the package and checked the stent before entering into endoscope while found out there is kink on stent. User has concerns of the drainage patency and changed to another same device to complete the procedure. (B)(4). ¿ stent kink. This file captures the off label use of the pancreatic stent for the biliary stricture. N/a ¿ this observation was made prior to patient contact.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.